Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse identified a luminometer disfunction due to accumulation of fluid in the wash wheel. Engineer cleaned wash wheel and changed aspirate peri-pump tubing. Tubing did not seem damaged. Passing system check obtained on (B)(6) 2020 and luminometer verified. There is sufficient evidence to suggest fluid in the wash wheel blocked the luminometer from performing optimally. In conclusion, the cause of the erroneous elevated vitamin b12 (access vitamin b12 cobalamin) results is a hardware malfunction.

Event description:
On (B)(6) 2020 the customer reported obtaining erratic vitamin b12 (access vitamin b12 cobalamin) results involving the laboratory's dxi 800 access immassy w/spot b (serial number (B)(4)). One false elevated vitamin b12 result of >1107 pmol/l ((B)(6) 2020 at 04:30 pm) was provided for one patient. The result was corrected at 217 pmol/l (no more information provided). The access vitamin b12 reportable range is 37-1107 pmol/l. No other erroneous vitamin b12 results were specified in this event. No affect to patients or end-users has been reported in connection with this event. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2020. The fse found a luminometer malfunction due to accumulation of fluid in the wash wheel. Engineer cleaned wash wheel and changed aspirate peri-pump tubing. Tubing did not seem damaged. Passing system check obtained on (B)(6) 2020 and luminometer verified. Sample tube collection type was not provided. Sample processing information such as centrifugation time, speed and temperature were not provided. There was no report of sample integrity issues. No further sample information was provided.